Event description:
Customer reported that he was hospitalized in intensive care unit due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 40 mg/dl. Customer stated that he was visiting a friend in the hospital and he passed out. Customer also stated that he had been giving himself too much insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.